Event description:
It was reported that the implantable cardioverter defibrillator exhibited atrial under-sensing and did not mode switch when the patient experienced atrial arrhythmia. Programming changes were made on the device. No patient consequences.